Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels.